Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The unit was analyzed and during visual inspection, no physical damage was observed to the grips that would cause the reported instrument failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. Additional observation(s) not reported by site: the instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.0315" in size. Components adjacent to this broken molded insulator do not show damage. The grip is severely bent.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument joint kept pinching and grabbing tissue. The procedure was completed with no reported injury.